Manufacturer narrative:
Device has been returned to medtronic for eval. Eval is currently in progress.

Event description:
It was reported that the tip of the t20 torx driver was broken off under torsional load inside the setscrew of the axial connector. The surgeon was able to retrieve the broken fragment. No pt complications were reported.